Event description:
It was reported that during testing conducted at the manufacturer facility, the device was not running in the correct mode; it was running in forward when in oscillate mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of running in the wrong mode was duplicated by a manufacturer repair technician through functional evaluation. It was found that the e-box was malfunctioning, which can cause the reported event and can be caused by an electrical problem.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in forward when in oscillate mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.